Manufacturer narrative:
Upon the requested site visit, the abbott field service representative (fsr) replaced and calibrated the r1 reagent probe, which resolved the issue. There were no discrepant results reported on the architect, serial number (B)(4) after replacement and calibration of the reagent probe. Return testing was not completed as returns were not available. A review of instrument service history revealed no additional erratic or discrepant results reported on sn (B)(4), nor did it identify any service or complaint issues that may have contributed to this issue. A review of the architect c4000 platform found no systemic issues or trends for the issue associated with this ticket. A review of historical data for c4/c8 rgt pr rohs (reagent probe), list number 01g47-04, revealed no trend, systemic issue, or nonconformance. The architect system operations manual provides adequate labeling with regard to maintenance and component replacement, including, but not limited to, the troubleshooting performed by the field service representative. Based on the investigation no product deficiency was identified for either the architect c4000, serial number (B)(4), or the c4/c8 rgt pr rohs (reagent probe), list number 01g47-04.

Manufacturer narrative:
Patient identifier = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium results on one patient generated on the architect analyzer. The results provided were: sid (B)(6) = 7.8 / 1.3 (normal range 1.7-2.8mg/dl). There was no reported impact to patient management.